Manufacturer narrative:
Batch review performed on 09 may 2018. Lot 160737: 100 items manufactured and released on 18 may 2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date,96 items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 36, size s -3.5 reference ((B)(4)). Lot 157529: 55 items manufactured and released on 01 march 2016. Expiration date: 2021-02-16. No anomalies found related to the problem. To date, 43 items of the same lot have been already sold without any similar reported event mpact acetabular shell ø58 two-holes reference ((B)(4)). Lot 135877: 49 items manufactured and released on 07 august 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, 46 items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/f reference ((B)(4)). Lot 140555: 70 items manufactured and released on 17 april 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, 67 items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 15 reference (B)(4). Lot 115662: 150 items manufactured and released on 09 april 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, 64 items of the same lot have been already sold without any similar reported event mpact cancellous bone screw, flat head ø 6,5 l 20 reference (B)(4). Lot 115663: 299 items manufactured and released on 03 april 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, 212 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(4) 2018 the sales agent informed medacta that a patient came in due to signs of infection. The surgeon plans to remove all hardware and implant a spacer on (B)(6) 2018. On (B)(4) 2018 medacta was informed that the surgery was completed on (B)(6) 2018. The surgeon removed all hardware and implanted a spacer. The pathogen is unknown. The surgery was completed successfully.